Event description:
Philips received a complaint on the intellivue mx450 patient monitor sn (B)(4) indicating the sound of the loudspeaker was scrambled and it "sizzled". The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) interviewed the customer onsite to evaluate the devices in question. The customer confirmed the speaker sound was distorted and it was unknown if there was a speaker inop message. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6). Reporter phone (B)(6). Reporting institution phone # (B)(6).

Event description:
The customer reported that the sound of the loudspeaker is scrambled. There was no report adverse event to the patent or user.